Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, the patient presented with abdominal and back pain. CT (computed tomography) scan revealed a component separation of the bifurcated device and suprarenal extension (identified as a type iiia endoleak). The patient was transferred to the emergency room but was reportedly hemodynamically stable. The physician elected to treat the patient by implanting two (2) afx intrarenal devices on 07 feb 2020. The patient passed away the following day; the physician attributes the patient's death to atrial fibrillation.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, the patient presented with abdominal and back pain. CT (computed tomography) scan revealed a component separation of the bifurcated device and suprarenal extension (identified as a type iiia endoleak). The patient was transferred to the emergency room but was reportedly hemodynamically stable. The physician elected to treat the patient by implanting two (2) afx intrarenal devices on (B)(6) 2020. The patient passed away the following day; the physician attributes the patient's death to atrial fibrillation. Additionally, clinical assessment determined that there was evidence to reasonably suggest left common iliac stenosis occurred that was not included in the event as reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiia endoleak with complete component separation was confirmed. It was also confirmed that the patient passed away on post operative day one due to ventilator dependent respiratory failure, metabolic acidosis, renal failure and multi-factorial shock (procedure related). Additionally, clinical assessment determined that there was evidence to reasonably suggest left common iliac stenosis occurred that was not included in the event as reported. The type iiia endoleak is most likely user related as the off label neck (length 4mm, should be greater than or equal to 15mm). There was also mild thrombus in the neck (cautionary product use condition) that could have contributed to the type iiia endoleak. The superior stent margin of the proximal extension was below the renal arteries, migration is suspected but cannot be confirmed without comparative imaging. It was reported the patient left the or/pacu on vasopressors and extubated, arousable to verbal stimuli but not awake. There was a progressive decline in his renal, respiratory and cardiac functioning creating multi factorial shock and ultimate death. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b1: adverse event/product problem - updated; b5: describe event or problem ¿ updated; h6: device code ¿ remove 3190; h6: result code ¿ remove 3233; h6: conclusion code ¿ remove 11.